Manufacturer narrative:
This report was initially submitted on (B)(6) 2015 but the FDA site was down. The FDA has advised on 02december2015 to resubmit medwatch. This device was used for treatment, not diagnosis. Patient information is not available for reporting, although patient gender is not specified by reporter it is noted in the description. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure (8) eight screws broke while being inserted into the patient. All broken screw parts were retrieved from the patient. The unknown procedure was prolonged 15 to 20 minutes due to this incident. The procedure was completed by using other screws of the same size. There was no reported harm to the patient, he is doing well. This is report 7 of 8 for complaint (B)(4).